Manufacturer narrative:
(B)(4).

Event description:
It was reported that functional undersensing of ventricular events due to competitive atrial pacing via remote transmission. Programming changes were recommended. No further information available.